Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the variax 2 locking screws t10 2.7 have not locked in the plate. Replacement was available."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The variax plate and screw were returned. The screw turns into the plate hole without being able to lock and without the possibility to be extracted. The titanium locking lips show some slight deformation, showing that screws were inserted into them. A close up on the bottom of the screw head shows that the thread of the locking mechanism was partially torn up. This could explain the impossibility stop the screw from spinning, as well as the difficulty extracting the screw from the plate. A potential non-conformity report was initiated to address this event. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. A review of the device history for the reported lot did not indicate any abnormalities; the screw was manufactured within specifications. A review of the risk management file showed that the reported event is adequately addressed. A review of the labelling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "the variax 2 locking screws t10 2.7 have not locked in the plate. Replacement was available."